Event description:
The customer reported erroneously high creatine kinase-mb (ck-mb) results above the reference range for one patient's sample involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number 600130. The elevated results were released and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc with the patient samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in plastic bd lithium heparin tubes. The customer centrifuged samples at <5,000 rpm (rotations per minute) in a swinging bucket centrifuge. Centrifugation time was not supplied. The specimens were sampled from the primary tube. The customer noted the samples were re-spun. Creatine kinase-mb (ck-mb) quality control (qc) was within specifications at the time of the event. The customer provided an unwashed portion only of a passed system check data from (B)(4) 2008. Customer product line support (cpls) laboratory tested the patient sample and was able to determine heterophile interference as the root cause for the elevated ck-mb results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access ck-mb results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests and other appropriate information. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02142.